Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to damage to the pump. The customer also received a e70-motor position encoder alarm. The customer reported blood glucose value of 420 mg/dl. The customer was visited to emergency room and was treated with manual injection/insulin pen. The customer also experienced symptoms such as increased thirst, increased urination and felt hot during hospitalization. The event involved products mmt-242a, mmt-332a, mmt-723nap. Troubleshooting was partially performed for hyperglycemic event and later customer declined to continue with troubleshooting. The customer had been using the insulin pump system within 48 hours of event. Troubleshooting was performed for cosmetic damage and found that the pump was dropped onto the floor and the drive support cap was sticking out. Troubleshooting was performed for motor error/e70 and the issue was not resolved. No further patient complications were reported. It was unknown whether the customer will continue using the infusion set, reservoir. No product return is required for mmt-242a. No product return is required for mmt-332a. The customer will discontinue the use of the insulin pump. Mmt-723nap was requested and customer response was the device will be returned.